Event description:
An altitude alarm was reported on the customer's pump. Customer's blood glucose level was 13 mmol. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery, and technical support arranged to replace the pump.